Event description:
This customer reported that they were unable to acquire a 12 - lead. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4). The complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.